Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse also noted some cosmetic issues to the enclosure. The fse replaced the touchscreen and enclosure parts. The fse also upgraded the software to version 2.30 and the issue was resolved.

Manufacturer narrative:
G4: 15sep2020, b4: 30oct2020. The touchscreen assembly was received for evaluation. The component was received damaged and shattered glass. No further analysis can be performed as the touchscreen with cracked or shattered glass cannot be tested since the glass has a resistive coating, which if broken, makes the touchscreen non-functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.